Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformance's and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a sling procedure in 2007. During the procedure, the surgeon inserted the device in the pt and tightened it as much as possible and the pt still leaked urine. The surgeon removed the device and successfully placed a different type of sling device and the pt did not leak urine.